Event description:
The customer reported that they were receiving a "bad iris pot" error message during boot-up.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep found the collimator iris to be out of calibration. He calibrated the collimator iris then tested it by booting the system. The system operates as intended.